Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose ranged from 80-120 mg/dl.